Manufacturer narrative:
(B)(6) the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient (250 lb) with history of diabetes, high blood pressure, alcoholism and smoker, underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered ventricular fibrillation (vfib) (requiring cardioversion), cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. After the patient had an electrocardiogram (ECG) done in pre-op, he came into the room with a heart rate of around 200 bpm. Intracardiac echography (ice) images showed everything was good, so they proceeded with the procedure and were able to complete the afib ablation with no complications. The patient then went into vfib as they were rounding the inferior portion of the right inferior pulmonary vein (ripv). It was at that time that they checked for st-segment elevation and confirmed the patient had an mi before they punctured the patient¿s groin while in pre-op before the patient entered the procedure suite. The st-segment elevation was not noted until the patient went into vfib. The procedure was not finished. The medical intervention provided was CPR and cardioversion, but they were unsuccessful, and the patient expired. No bwi product malfunctions nor error messages were reported. The medical safety officer (mso) spoke to the clinical account specialist (cas) who supported the case. Cas confirmed the patient did appear to have suffered a myocardial infarction prior to the start of the case noted on ECG in retrospect. Ventricular fibrillation occurring during the case was what prompted the concern though the patient entered the lab with a heart rate of 200 and hypotension requiring anesthesia support to maintain blood pressure. The physician thought this was related to the elevated heart rate and not ischemia at the time.